Event description:
I had a lapband (allergan adjustable gastric band) put in surgically for weight loss in (B)(6) 2010, self-pay. It was promoted as being a permanently implanted device with minimal complications or risks. I was one of many people who had one complication after another with the device. Initially, for the first six months or so, everything was fine, I healed well and lost weight. By (B)(6) of 2011, I was experiencing problems with the band and had to go back to my surgeon repeatedly for diagnostic procedures. For another six months I kept trying to make things work with the lapband, but was finally told that it had slipped and would need a second surgery to re-position it. I agreed to a second surgery and paid for it myself in (B)(6) 2012. This time, the surgeon said that my case was very unique and unusual but that by surgically repairing and re-positioning the band and suturing it in place, I shouldn't have any more problems with it. The lapband never worked again as it was supposed to. I soon started suffering from gerd symptoms severe acid reflux and it greatly affected my quality of life. I was unable to lie down to sleep as I would wake up choking on my own stomach juices nearly every night. I slept sitting up in a recliner for several months. The intense pain in my chest and between my shoulder blades was ever present. Although I had lost all of my excess weight and had made it to my "goal weight," my quality of life and the complications caused by the lapband were so severe that I had to have it removed surgically in (B)(6) of 2012. So, within two years, I paid and had 3 surgeries, along with countless tests, scopes, scans, fills and unfills. As soon as the lapband was removed, the gerd (reflux) disappeared, the pain in my chest and between my shoulder blades was gone, and I have been able to sleep again. This device has a huge failure rate and can cause very serious damage. It is being misrepresented by the manufacturer and the surgeons who implant it.